Manufacturer narrative:
The exact age of the patient is unknown. Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, after the physician passed the mesh leg through the arcus tendineus and was retrieving it by pulling it out with the capio device, the needle detached and was lost inside the patient. The procedure was completed with this device, with no further complications to the patient, who is reportedly "fine" post-procedure.